Event description:
During ablation procedure, it was reported that the atakr went from standby to on without foot pedal actutation. No pt injury occurred, and the atakr was used to complete the procedure without further problems observed.